Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a transcatheter aortic valve replacement on (B)(6) 2026. On (B)(6) 2026, it was noted that the patient had highly variable pulsatility index (pi) which was causing a high frequency of low flow alarms. Graph on auto logs showed pi variability charge around the (B)(6) 2036, which did not correspond with any medication changes, etc. Patient stated they were drinking plenty of water, mean arterial pressure (map) was 78 with a pi greater than 10 for most of their appointment. The doctor would like to arrange a 2.0 low flow threshold software upgrade. Log files were sent for review. The event log captured low flow events on (B)(6) 2026 afternoon with flow noted as low as 1.6 lpm. These lower flows were likely patient related as these were associated with elevated pi values.